Manufacturer narrative:
The unit passed rewind, basic occlusion, occlusion, prime-compromised force sensor system, excessive no delivery alarm, and displacement test. There was an intermittent button response due to flattened act keypad dome. There was a minor scratched lcd window and a cracked case near display window corners. High predict alert was clear.

Event description:
The customer called in to report a keypad anomaly and a high predict alert. The customer's blood glucose level was 133 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.